Event description:
It was reported that the arctic sun device had power failure. Per wo update on (B)(6) 2025, water temperature could not drop below 23 degrees celsius.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had power failure. Per wo update on 19mar2025, water temperature could not drop below 23 degrees celsius.

Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. During evaluation, it was confirmed that the device was not cooling properly. Device received alert 113. The unit was tested using new mixing and chilling pump. Device was not repaired as it was scrapped. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections: d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.